Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with a neurostimulator for non-malignant pain, reported via a manufacturer representative that the primary pain right now was in her left leg. She initially had primarily right sided pain. An x-ray of the lead showed it to be placed almost entirely to the right of the spinous process. The representative tried to reprogram the consumer to get stimulation on the right side, on bottom left of the lead, could get painful stimulation on the left side. It was noted not to feel the same as it did on the right. Impedances were checked and they were all okay. The doctor was going to talk with the consumer about potentially repositioning the lead more to the midline or left. A healthcare professional (hcp) later reported that the paddle lead was to the right of midline and off into the gutter. After reprogramming they were unable to capture any stimulation in the left leg and low back. The explantation occurred (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65 serial# (B)(4) implanted: (B)(6)2010 product type lead product ID 39565-65 serial# (B)(4)implanted: (B)(6)2010 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-07-19. It was reported that the device had to be removed because the patient re-injured themselves and it quit working. The manufacturer representative tried to get one side to work but never could. The patient could not feel anything regardless of what was going on with it. Per the patient, they had been told that they needed to gain weight. It was reported that the patient had been told that things were not fixable. Per the patient, the hcp told them that the clip that goes to the lead and held everything had moved. With clarification, the patient thought that this was the anchor and stated that it ¿looked like a butterfly.¿ the patient reported that the problems were not caused by just one thing and not just one accident but by multiple things over a period of time. The issues started gradually at the very end of 2014 or early 2015. The patient stated that the entire system was removed. The patient thought the explant date was (B)(6)2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they had the implanted piece but they threw it away and never thought about sending it back for analysis. They had the manufacture representative (rep) who saw them and verified that it was no longer working. They would have returned it if they had known. The case, hand piece (programmer) and the belt were given to the healthcare professional¿s office. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.